Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory small dents were observed in the device case, otherwise looked normal. The device did not pass the stored electrograms (egm) and sensitivity portion of returned product testing, however, created a stored egm event during analysis testing. The device did not pass manual testing of sensitivity by not inhibiting pace at programmed settings, however, all other manual testing passed. The pacemaker was subjected to thorough testing, at which time the pacemaker case was opened, the battery voltage and current were observed to be normal. An integrated circuit (ic) was noted to be loose on the circuit board while the device case was being opened. Analysis concluded that the loose component was due to inadequate bonding or cracks in the conductive path. Analysis concluded that the device battery depleted normally and paced and provided critical therapy, but did not sense correctly.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.